Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing using the returned multifunction cable without duplicating the report. Review of the log suggests the non zoll pads may have played a role in the event. The customer refers to a connection issue between the multifunction cable and skintact pads being the cause during the cardiac event. We are unable to firmly establish cause without the returned event pads. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a 63-year-old-male patient in cardiac arrest, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old-male patient in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.